Event description:
It was reported that a patient underwent a thoracotomy procedure on (B)(6) 2013 and suture was used. When surgeon took the first bite of lung tissue with double armed prolene suture, he was unable to locate the needle as it exited the tissue. The surgeon was unable to locate the needle throughout the procedure and needed to finalize the operation. The patient required a major thoracotomy on (B)(6) 2013 to locate the needle which was found close to the aorta. The patient was still in the intensive care unit as of (B)(6) 2013. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: one petri dish containing one loose detached needle was returned for evaluation. The needle was visually inspected at (B)(4) microscope and found to have suture remnant protruding from needle barrel, this indicates that this is not a premature needle suture separation. The protruding suture shows to have been severed from rest of suture. No swaging anomalies were found. Object, force or technique used to severe suture cannot be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.